Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom or confirm it through review of the event history log. Eval found the upper fluid number to be out of specification. The low ultrasonic readings can make the pump more sensitive to air in line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump was not detecting air in line. It was also reported that there was no pt involvement.